Manufacturer narrative:
(B)(4): two possible lot numbers were reported - ur15j05119 and uri15j27097.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a one-link extension set separated from the luer connector causing the patient involved to leak blood through the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.